Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 327 and 343 mg/dl. The customer¿s expected blood glucose test result ranges are 160-180mg/dl am fasting, before lunch 110-130mg/dl fasting and before dinner 130-140 mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer stated she is storing the test strips in her purse; customer stated she always takes her purse with her in the air conditioner. The test strip lot manufacturer¿s expiration date is 05/31/2024 and open vial date is (B)(6) 2023. The meter memory was reviewed for previous test result history: result 1: 327 mg/dl date: 12/1 time: 12:21pm non-fasting result 2: 133 mg/dl date: 12/1 time: 12:02pm fasting before lunch result 3: 188 mg/dl date: 12/1 time: 12:00pm fasting before lunch result 4: 116 mg/dl date: 1/30 time: 11:46am fasting before lunch result 5: 343 mg/dl date: 1/30 time: 10:41am 2 hr after eating result 6: 92 mg/dl date: 1/30 time: 8:10am fasting

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Evaluation in process note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 29-mar-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter - defective lcd. No defect found on returned test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-041: user/mechanical stress.